Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying black marks on the display screen. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:15 am, the patient reporting having symptoms of "seizures". It is unclear if the patient attributes these symptoms to high or low blood glucose. The patient reported the alleged issue occurred on (B)(6) 2012 at 8:30 am, but was able to test regardless of the alleged issue. On (B)(6) 2012 at 8:30 am, the patient reported obtaining a high" reading on her lfs meter when compared to an ER meter reading of "123mg/dl". The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 8:45 am, she was given glucagon from a non-healthcare professional third party. It is unknown if the patient's symptoms were intermittent, ongoing or worsened. At the time of troubleshooting, the cca determined there was no misuse of the product and this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue. Therefore the meter could not have contributed to the injury, and there was no delay in treatment. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have an open/short capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.